Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and an alarm condition related to the sensor board was confirmed. The device's sensor board was replaced to address the issue.